Event description:
Per the clinic, the patient was hospitalized (date not specified) for a skin flap infection. The patient is being treated with antibiotics, (type not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the patient underwent skin flap revision surgery on an unknown date.this report is filed (B)(4), 2012. Implanted device remains.